Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported on (B)(6) 2013, when receiving the device at the medical facility, it was noted one of the device packaging's had a small puncture in the packaging, compromising the sterility of the device. The device was not ever used in a sterile setting, hence no harm or injury to a patient due to this event. The device has been returned to the manufacturer for evaluation. An evaluation for the root cause of the event is currently in progress.